Event description:
It was reported that the patient had their implantable neurostimulator (ins) torn out of place during an assault and experienced a lack of stimulation. The patient underwent surgery and since then experienced intermittent pain at the ins. The patient also reported a ruptured hematoma at the incision site (post surgically) which resulted in the patient going to the hospital. The patient stated that her hip was swollen and that she retained water and ran a fever. The patient reported keeping her stimulation "off". The patient was treated with antibiotics and wound care. It was reported that the patient recovered from the incident without sequela and that the stimulator was working fine. Additional information received reported that the patient's scar had never healed and that an opening the size of "the end of a pin" persisted. The patient reported the formation of keloid and hypertrophic scars. The patient's status was considered "good".